Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient underwent a coronary procedure. During use of an unspecified device, a perforation occurred in the circumflex artery. The 2.8 x 16 mm graftmaster stent delivery system was advanced; however, due to the patient anatomy, the graftmaster was unable to cross. The stent delivery system was removed from the patient anatomy without issue. The perforation was sealed with prolonged balloon inflations. There were no adverse patient effects. No additional information was provided.